Manufacturer narrative:
(B)(4): should additional information be received a follow-up emdr will submitted.

Event description:
Customer stated that 3 pieces of the device fell inside patient during surgery. Additional information received (B)(6) 2015: the customer reported there is no visible lot number on the device. The entire flexible portion of the shaft on the instrument, which is made of multiple small pieces, fell into the patient's abdomen during a laparoscopic procedure. Multiple x-rays were performed to locate the three missing pieces. The physician was able to retrieve the pieces with a laparoscopic grasper. The procedure was a gastric sleeve and it was completed as planned.

Manufacturer narrative:
(B)(4). One (1) 89-6112, liver retractor device, was returned. Visual evaluation by the manufacturing engineer, product engineer and quality engineer confirmed the reported issue. The etching on the device that would have the date code/ lot number was no longer visible on the device therefore the approximate age of the device was determined by the design parts that were of carefusion. Based on the design of the device the instrument was well over 10+ years old. The device was returned in pieces with a frayed broken cable hanging out of the long tube and broken off nitinol wire with end tube piece attached. The segments were returned loose. The device was extremely worn and old and had original machined segments from its original design. In addition, it was observed that the handle and flush port and tension knob in the handle were not of carefusion¿s craftsmanship which is an indication that the device was repaired by another company (third party repaired). The complaint indicates that some of the segments fell into the patient. This happens when there is a failure within the internal cables and nitinol wire. The failure is associated with overstressing the instrument by applying too much tension (force) to the internal cables and wires while forming the instrument¿s shape. This failure mode is typically associated with the product designs prior to 2006 which did not have the ¿nipple¿ feature which retains segments if a failure of product occurs. After the 2006 addition of the nipple feature, the instrument design aided in the prevention of the segments disassembling for the part in the event of a failure. After the 2006 design change, trending showed failures of within the cables/wire, to further protect against customer misuse and the root cause of the cable/wire failure; essentially limit overstressing of the product¿s cables and wires. The project was executed to limit tension/stress to the cables and nitinol wire and prevent failure to the cables/wire. The new design was implemented in february 2014. In conclusion, the device is over 10 years old and is passed its life expectancy of ten years. The device has also been subject to third party repair. The device age, and the device being improperly repaired by a third party repair company caused the failure of the device. Carefusion will continue to trend and monitor this reported issue and for this product family. (B)(4).